Manufacturer narrative:
Evaluation could not be performed because the device was not returned.

Event description:
During a shoulder surgery using the bioraptor the durabraid suture was torn when the surgeon made the knot. Then he switched to ultrabraid suture #2 cobraid suture. The surgeon was able to remove the durabraid suture by a grasper but was not able to remove the anchor. A total delay of 30 minutes was experienced. It was stated that no pt injury resulted.